Manufacturer narrative:
(B)(4). Method: medical review. Results: per medical review - reportedly icl (13.2 mm ) was explanted/exchanged, five months postoperatively, for a same length icl but different diopter to address refractive error (myopia). According to the ccqfs, received on 1/29/2015, the undesired visual acuity was noted on the first post-op day but the lens was exchanged later. No reported problem with the explanted icl in regards of vaulting and no reported loss of bcva. It was written on the form that secondary surgically intervention (explantation) was not necessary to preclude serious injury/impairment. Given the information that different power icl corrected the issue the most likely cause of the event was procedure related factor (error in preoperative measurements). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely cause of the event was procedure related factor (error in preoperative measurements). (B)(4).

Event description:
Additional information received - the facility reported the lens was explanted due to a refractive surprise and blurry visual acuity. The lens was exchanged for another same model lens (13.2mm) but different diopter (-11.5).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor to the complaint. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes: method -(other): work order search. Results -(other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions -(no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to the patient had myopia. The lens was exchanged for a different size lens.